Event description:
The customer reported leaking fluid on unicel dxi 800 access immunoassay system; however, the customer was unable to determine the source of the leak. The instrument is plumbed to the floor drain. The customer opened the liquid waste drawer and noticed it is about a fourth full of liquid. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. The facility does have a risk management / hazardous exposure control plan is in place. On (B)(4) 2012, a field safety engineer (fse) noticed moisture forming around the waste peri pump. The internal waste peri pump tubing was pinched and had a small hole in tubing. The fse cleaned up the remaining liquid and moisture and replaced the pinch tubing and performed a prime. No moisture was found. The fse flushed the line with distilled water and found a small hole in the tubing.

Manufacturer narrative:
The root cause of the event was the small hole in the tubing. (B)(4).